Event description:
Reporter indicated that vns patient's seizures were worsening. It was reported that the patient initially experienced some seizure control with the vns therapy, but that now their seizures appears to be worsening. The patient has recently experienced flurries of seizures, one of which persisted even after diastat was administered, resulting in a visit to the hospital emergency room. Two-epileptic medications were subsequently added to the patient's drug regimen due to the worsening of seizures. There have been no adjustments to programmed parameters during this time. There were no clear increasing or precipitating factors noted, including fever or infection. The patient's mother reported that use of the magnet does not work to abort the patient's seizures. Personnel at the group home where the patient resides indicated that use of the magnet seemed to make the patient's seizures worse. Device diagnostic testing was within normal limits, indicating proper device function. Further follow-up revealed that the patient was doing well and was currently seizure-free and more coherent. Investigation to date has been unable to determine the cause of the reported events. Treating neurologist plan an x-ray to rule out pneumonia.